Event description:
A volume discrepancy was reported. The expected reservoir volume was 4.5 ml and the actual reservoir volume was 13 ml. The pt experienced nausea in association with the event. The manufacturer technical representative discussed troubleshooting with the hcp; info on cap dye study and roller study was provided. The pump was used to deliver morphine. A follow-up report will be submitted if additional info becomes available.

Manufacturer narrative:
The serial number is included in the range for synchromed el pump motor stall due to gear shaft wear manufactured in 1999, physician communication (dated august 2007). Pump motor stall has not been confirmed in this device.